Event description:
Twin infants were transferred from a twin admit room to a single patient room. When they were moved their isolettes were unplugged and re-plugged in, in the next room. The nurse was unaware that once the isolette is unplugged the temperature of air control defaults back to 35 degrees. The patients had been in a 31.6-32.5 degree bed for the previous 24 hours. The patients were moved to the room at 1700 at which time the temp was ranging from 98.1-99.1. 99.1 was the temp at 1700 so the isolette temp was decreased to 31 degrees. The next temperature was taken at 2050 and revealed an axillary temperature for this patient of 104.2 degrees. (This also occurred to the twin brother, but his temp reached only 100 degrees). The physician was notified and a cbc was obtained. Parents were present and the physician came to talk with the family. Because this isolette defaults back to the temperature of 35 degrees celsius it has the potential for error and risk to the patient. In speaking to the staff, this has occurred on many different occasions.